Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported via phone by the customer's father that the customer was hospitalized due to high blood glucose. The customer's father stated the doctor has requested that the insulin pump be replaced due to some malfunctions. The customer's father declined troubleshooting and replaced due to doctor's request. The customer had high blood glucose and ketones. The customer's blood glucose at the time of incident was 400mg/dl. Customer's current blood glucose was 465mg/dl. The customer's father stated the customer treated with long acting insulin. The customer was wearing the insulin pump at the time of hospitalization.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.